Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported the sherlock sensor will not calibrate, as the signal keeps moving all around. This was identified during a patient procedure. No patient injury was reported. Due to (B)(6) privacy laws, patient identifier not obtainable.